Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -8.0/2.5/86 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens tore during injection/delivery into the eye. Intraoperatively the lens was replaced with longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).